Event description:
The patient was implanted with a left ventricular assist device. The patient had a pump exchange in (B)(6) 2015. It was reported that prior to that pump exchange, the patient's lactate dehydrogenase (ldh) level was 1310 u/l and the plasma free hemoglobin (pfhgb) was 24.5 g/dl. Around (B)(6), after the pump exchange was completed, the patient's ldh level decreased to 216 u/l and the pfhgb was 2.0 to 4.0 g/dl. On (B)(6) 2015 the patient's ldh level was 2133 u/l and pfhgb was 26.5 g/dl. Pump thrombosis was suspected based on the patient's ldh and pfhgb levels. Another pump exchange was not performed as the patient and his providers did not want a third pump. It was also reported that the patient's implantable cardioverter-defibrillator (ICD) generator pocket was infected and was treated with antibiotics. The patient reportedly expired on (B)(6) 2015 with the cause of expiration being noted as "went home on hospice care." No additional information was received.

Manufacturer narrative:
The described pump exchange was reported under medwatch MFR# 2916596-2015-00532. Approximate age of device: 64 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
Additional information was received from the intermacs registry stating: patient presented with ldh 2133 and phgb 26.5. Pt did not want another pump. Pt discharged home with hospice services/cmo. Patient expired (B)(6) 2015 additional information was also provided: did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: hemolysis. Thrombus event confirmed: no. Device malfunction: no. Patient outcome: death: yes. Device malfunction causative factor: no cause identified. Primary cause of death: multisystem organ failure.

Manufacturer narrative:
Additional information: the attached user facility report (B)(4) was received from the intermacs registry.